Manufacturer narrative:
Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s g7 wearable failed in the middle of the night and that ¿the patient was not getting insulin¿. The patient was wearing a tandem insulin pump. The patient husband tested the patient bg meter reading and it either read 500 mg/dl or ¿error5¿ which meant the patient bg level was ¿extremely high¿. No patient symptoms were reported at this time. It was not specified how much time elapsed from when the sensor failed and emergency medical services (ems) was called. Ems was called and the patient was brought to the emergency room (ER). At the ER, the patient was put in a medically induced coma and treated with IV fluids and IV insulin. The patient also underwent rehabilitation for 2 weeks. The patient was discharged on either (B)(6) 2025 or (B)(6) 2025. The patient was still experiencing some memory issues and difficulty speaking at the time of report (within 3 months of the event date and not considered a permanent impairment). Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).